Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture baker grade iii/IV, granuloma, seroma-late, anxiety-product/procedure, crease/folding of implant, visibility/palpability, inflammation/irritation, pain-ndr, myalgia-ndr, fatigue-ndr.

Event description:
Patient's representative reported right side "breast discomfort, various inflammations, stiffness", intracapsular rupture, recall, capsular contracture baker grade iii/IV, silicone-induced granuloma, altered permeability and signs of silicone gel leakage, radial folds of usual appearance, peripheral laminar free fluid. Patient representative also reported "fatigue, intense muscle pain/myalgia, and joint pain" which are not device related. Device remains implanted.